Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported experiencing a loss of therapeutic effect about 6 months after getting the interstim implanted. The patient did not know what the cause of the issue was, but stated that their "bladder said forget it" and that their body often gets used to things like medications, whose efficacy wears off over time. The patient is currently taking gemtessa as they do not want to use a catheter. The pt mentioned pain in her legs in regards to her system at the beginning of the call and agent did not inquire further as to when the pain in the legs started, though the pt seemed to have related it to her system/ and agent reviewed drs info for the pt to provide to MRI tech. Agent advised MRI tech also call with questions. Pt mentioned and confirmed the issue presented in this call and also noted she is meeting her surgeon to have the system removed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.